Event description:
The following behavior has been observed relative to the subject ventricular lead: non-physiological signals were noted on the recorded episodes. Preliminary analysis results revealed that, based on available data, a ventricular lead issue could not be excluded. Patient care recommendations have been provided on (B)(6) 2018 to evaluate the benefits of a re-intervention.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The following behavior has been observed relative to the subject ventricular lead: non-physiological signals were noted on the recorded episodes. Preliminary analysis results revealed that, based on available data, a ventricular lead issue could not be excluded. Patient care recommendations have been provided on (B)(6) 2018 to evaluate the benefits of a re-intervention.